Manufacturer narrative:
On (B)(6) 2015, customer replaced the duckbill valve and cleaned the wash wheel to address the dark count outside limit and drift correction factor outside limits errors. Customer continued to note the errors. A beckman coulter (bec) field service engineer (fse) was dispatched and performed a preventative maintenance procedure which resolved the customer issue. Verification testing including a system check and or high sensitive system check passed specifications. In conclusion, the cause of the reported event was a hardware malfunction, although no one part can be identified as the sole contributor. All mdrs associated with this report: mdr2122870-2015-00683 mdr2122870-2015-00684.

Event description:
The customer reported obtaining lower than expected ferritin (access ferritin), freet4 (access free t4), folate (access folate) and vitamin b12 (access vitamin b12) patient test results on(B)(6) 2015 involving five patients on unicel dxi immunoassay system serial number (B)(4). The customer repeat tested patient samples designated as patient one, two, three and five on an alternate unicel dxi immunoassay system (serial number (B)(4)) and obtained higher results within the expected range of the assay. The initial assay results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Customer also reported obtaining two elevated troponin I (access accutni+3) values above the normal reference range of the assay for one additional patient sample on the unicel dxi immunoassay system serial number 602356 on 09-28-2015. The customer repeat tested the sample on an alternate unicel dxi immunoassay system serial number (B)(4) and obtained lower results above the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Mdr2122870-2015-00683 addresses the results obtained on (B)(6) 2015. Mdr2122870-2015-00684 addresses the results obtained on (B)(6) 2015. A beckman coulter field service engineer was dispatched to assess instrument performance. Customer reported quality control within specifications before and after event. No calibration data was provided for event dated (B)(6) 2015. Access accutni+3 assay calibration provided was within specifications. Customer reported receiving "dark counts outside limits" and "drift correction factor outside limits" errors posted to the user interface event log on both days of reported assay result issues. Samples are collected in serum separator tube with gel. Samples are centrifuged for five minutes at 5100 revolutions per minute. No sample integrity issues were noted.